Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported there was an under infusion of venofer. It was alleged that the pump was initially programmed for 300ml to be infused within ninety (90) minutes. At 90-minute mark there was 200 ml remaining in bag drip chamber appeared to be dripping slowly. Changed tubing to another arm and remainder of fluid infused without incident. There was patient involvement however no patient harm.

Event description:
It was reported there was an under infusion of venofer. It was alleged that the pump was initially programmed for 300ml to be infused within ninety (90) minutes. At 90-minute mark there was 200 ml remaining in bag drip chamber appeared to be dripping slowly. Changed tubing to another arm and remainder of fluid infused without incident. There was patient involvement however no patient harm.

Manufacturer narrative:
Correction: initial reporter occupation, other occupation, report source, report source other annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer? Annex a: a25. Annex g: g07001. Annex b: b01, b14. Annex c: c19. Annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an under infusion of venofer was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. The external/internal inspection did not find any issues that may have been a contributing factor for the reported issue. All components inspected were manufactured by bd. Laboratory test results performed on the reported suspect device confirmed that the pump module was operating as intended. Based on the review of the pcu event log retrieved, on june 02, 2025, at 11:19 am the suspect pump module was powered on and attached to the pcu s/n 17386555, an infusion of iron sucrose was programmed with a drug amount of 300 mg, a diluent volume of 300 ml with a duration of 91 min. The result is a rate of 197.802 ml/hr and a vtbi of 300 ml. At 11:20 am, the infusion was paused and then was restarted. At 12:51 pm ¿ 12:52 pm, the pump module was selected, operator walkaway alarm was shown, then the infusion was paused. The pvi recorded was 299.827 ml. The infusion was turned off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Per bd alaris system user manual (v12.1), follow proper infusion set loading instructions and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery (see bd alaris¿ pump module set loading on page 97). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported issue of an under infusion of venofer was not able to be identified during the investigation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.